Event description:
The customer reported that during a non-critical inter-facility transport, the message service was displayed on the device screen and the device turned off. The device operator turned the device back on and continued to monitor the pt. The device ran for several minutes then turned off again. The reporter stated there was no adverse affect to the pt as a result of device operation.